Event description:
It was reported that when the device and reload were used during a laparoscopic gastric bypass procedure, the staples were malformed. The anastomosis was oversewn by hand, adding two hours to the case. There was no consequence to the pt.